Manufacturer narrative:
The device was discarded and will not be returned for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Event description:
It was reported that on (B)(6) 2022, a percutaneous intervention was performed on the right anterior tibial (at) with a chronic total occlusion and no blood flow. The whisper guide wire failed to cross the cto lesion. During removal, the device was stuck in the calcification and the polymer jacket separated from the device. It was decided to leave the separated portion in the calcification without any additional treatment/intervention performed to remove the separated portion. Another device was used in replacement. There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
H6: medical device problem code 2017 failure to follow instructions. The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue. It should be noted that instructions for use guide wire hi-torque guide wires warning section, states: carefully observe the instructions under "do not" and "do" below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. The investigation determined the reported failure to advance, entrapment, separation, and foreign body in the patient appear to be related user error. In this case, it is likely that the technique and/or manipulation during advancement caused the tip of the guide wire to get stuck or trapped in the calcification. Manipulation against resistance ultimately resulted in the polymer separation in in the anatomy. It was decided to leave the separated portion in the calcification without any additional treatment/intervention performed to remove the separated portion. There is no indication of a product quality issue with respect to manufacture, design, or labeling.